Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Anticipated. Serious injury. Required intervention. This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6)2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that patient experienced perforation. The gynecologist saw the patient in the beginning of the year. Essure placement had been done a few months prior the patient saw physician. Essure removal was done with no difficulty. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced perforation. The device was removed. This event, regarded as uterine perforation, was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedures (e.g. Hysteroscopy, curettage) including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Nevertheless, given event's nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
Internal communication received on 03-nov-2015: no further information was obtained despite follow-up attempts. Product technical complaint investigation received on 19-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-nov-2015 for the following meddra preferred term: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced perforation. The device was removed. This event, regarded as uterine perforation, was considered serious due to its medical importance and is listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedures (e.g. Hysteroscopy, curettage) including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Nevertheless, given event's nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.